Event description:
It was reported that the customer had high blood glucose, because the customer had problem with the insulin delivery. Caller stated that the customer's sensor got stuck in his serter and it was not releasing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-81419.